Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the upper abdomen and lower abdomen using the coolcore applicator and to the flanks using the coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) 2 months after treatment. The patient was diagnosed with pah in the upper abdomen, lower abdomen, and flanks on (B)(6) 2017. The pah was described as slightly tender, firmer than adjacent fat and had demarcated borders.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
Phone number (e1) continued: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the upper abdomen and lower abdomen using the coolcore applicator and to the flanks using the coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) 2 months after treatment. The patient was diagnosed with pah in the upper abdomen, lower abdomen, and flanks on (B)(6) 2017. The pah was described as slightly tender, firmer than adjacent fat and had demarcated borders.